Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported the kit was leaking during a blood draw. The blood was coming out of the syringe uncontained but was not in contact with another person and did not leak to the floor or on anything in the room. The kit was replaced and the procedure was completed with no further issues.